Manufacturer narrative:
Walkmed infusion observed this device innaccurately delivered fluid (by an unknown amount). Based on a revision to the risk analysis for the triton infusion pump, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device failed its delivery accuracy test. Further product evaluation of the pump determined the device was out of adjustment. The pump was originally returned to walkmed infusion as it was reported to have had a broken door handle.